Event description:
It was reported that the patient received a shock from his job as an electrician. The next day his device triggered a lead impedance warning. Interrogation of the device shows multiple spikes in atrial impedance over the last year. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.